Event description:
It was reported that the metal cap came loose at 108,917 joules after 15:31 minutes of the procedure. The procedure was completed with another device. There were no patient complications.